Event description:
It was reported that a patient was getting "great" stimulation coverage, but the device felt like it had moved in the pocket and there was pain in the pocket. The reporter stated that a pocket revision was done on (B)(6) 2012. It was noted that impedances were within normal range before and after the revision. There was no injury or adverse event. A follow-up report will be made if additional information becomes available.

Event description:
Additional information on (B)(6) 2013 from a health professional reported that the cause of the event was due to skin sensitivity from battery pocket placement. It was stated that there was pain over the battery site with 'pressure and positional change.' It was stated, about the patient's revision and reprogramming on (B)(6) 2012, there was no equipment replaced and the patient had 'full benefit.' It was later reported on (B)(6) 2013 the cause of the event was discomfort associated with the placement of the battery pocket. It was stated that the patient had 'decreased discomfort and complete coverage' however it was not clear if the reporter meant 'decreased comfort.' Impedances were still within normal range, and the patient recovered without sequela.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID ,37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).